Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low speed (0 rpm), pump stop and low flow alarms. The log file was submitted for evaluation and indicated that the patient had been connected to battery power (ungrounded power source) from (B)(6)2024 through (B)(6)2024. At around 10:00 pm on (B)(6)2024, the log file captured speed reductions and power stop events while the patient was connected to patient cable (grounded power source). There were a few other periods of speed reductions and pump stop events recorded later that evening and on the morning of (B)(6)2024. Twisting on the driveline was also noted by the clinician. X-ray images were submitted for evaluation. The x-rays submitted appeared to be of the internal portion of the driveline. The internal x-ray submitted showed some shielding pull back by the pump bend relief. The remaining image of the internal portion did not show any areas of concern. The external images of the driveline were then evaluated and did not show any areas of concern. The patient had no further alarms, speed changes, or stoppages since being placed on an ungrounded patient cable. No adverse consequences to the patient were observed at the time of the event. The patient did not wish to consider pump exchange at the time.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop events. A specific cause could not be conclusively determined as no product was returned for evaluation. The account submitted x-ray images for review. The x-ray captured internal and external portions of the patient¿s driveline. No areas of concern or potential breakdown in the metal braided shield were observed. The system controller log file contained events from 14sep2024 through 21oct2024. Low speed and pump stop events were captured on 20oct2024 and 21oct2024, while the patient was connected to the mobile power unit (mpu). These events were associated with low speed hazard, low flow hazard, and motor stopped alarms. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate (hm) ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.